Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage alarm when connected to the mobile power unit (mpu) wall power. The patient was provided with another mpu. On (B)(6) 2023 at 1245 the nurse was called to the patient's bedside in cardiovascular laboratory room. The patient was connected to the system monitor via white cord and there were ventricular assist device (vad) numbers on the screen briefly but then disappeared. No alarms were noted. A few system monitors were brought down and tried but was still unable to get numbers on the screen. Power modules and patient cable were exchanged to see if that would work but nothing was working. The controller showed appropriate vad parameters, green light was illuminated and there was no indication of alarms. Self test was run, and the numbers appeared on the screen. But as soon as the controller was down, the numbers disappeared. It was decided to exchange to the backup controllers that resolved the issue and vad parameters appeared on the screen and remained present throughout the procedure. No other intervention was needed. It was initially believed that the low voltage alarms the patient experienced on the mpu were related to mpu malfunction. Given the resolution of the issue while on the hospital's power module and system monitor, the issue appeared to be the controller. The patient was instructed to notify the team immediately if further alarms or issues were noted while at home on mpu. The patient did not report further alarms since the controller was exchanged. Related MFR for the mpu: 2916596-2023-06251.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: fluid ingress. The reported event of the system controller not communicating with the system monitor was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 7 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott labs. The driveline was disconnected on (B)(6) 2023 at 13:01:10 for a system controller exchange. There were no notable alarms active in the log file that would indicate an issue with the system controller. The event was initially unable to be reproduced during preliminary testing. However, during further testing, the white strain relief on the controller housing side was manipulated by hand and the reported event was reproduced. While manipulating the strain relief, the controller was unable to communicate with the system monitor and a not receiving data message was displayed on the monitor. The power cables of the controller were tested for continuity issues, and it was found that the orange wire in the white power cable was compromised, due to its measurement resulting in an open loop. All other underlying wires fell within their accepted resistance thresholds. The strain relief of the white power cable was removed, and the orange wire was found to be severely damaged within the white power cable. The orange wire in the white power cable is responsible for communication between the system monitor and system controller. Additional information provided on (B)(6) 2023 stated that the patient has not reported any further alarms at home since the controller was exchanged. The root cause for the communication issue was found to be due to damage to the orange wire within the white power cable; however, the root cause for the damage to the wire was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms, and also contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states, ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.